Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019; 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post device replacement, the patient developed an infection at the device pocket. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.